Event description:
The customer reported a low sounding audio alarm. The nellcor puritan bennett customer support engineer (cse) verified the low alarm condition. The cse inspected the device, found a loose alarm wire, and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.